Manufacturer narrative:
The instrument has been returned and evaluated by the failure analysis team. Failure analysis (fa) found the permanent cautery spatula (pcs) instrument had a broken proximal clevis at the ears of the clevis. The broken piece was not returned and measured roughly 5.61 mm in size. The clevis did not show abrasions or scratches on the outer surface. The components adjacent to the broken clevis did not show damage. Common causes of the broken instrument proximal clevis are attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument proximal clevis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula had broken parts. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event/instrument.